Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information. H3a: device evaluated by manufacturer ¿ additional information. H6: type of investigation ¿ additional information.

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.